Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final report. (B)(6). The device was tested with a lab battery pack due to a battery leak of the original battery pack. Functional testing of the returned product found the suction was not working and the motor made a high-pitched noise. Visual inspection of the interior of the original pack found the batteries leaked electrolyte inside the pack. Visual inspection of the interior of the handpiece found the motor mounts were melted and warped, and there was damage to the teeth of the face gear. Additionally, the plunger was stuck in place inside the housing. There were no signs of smoking, burning, charring, or other related damage. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is confirmed. The root cause of the reported issue is attributed to design and/or manufacturing issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work even the motor at all. No serious injury. No info on delay. During final investigation it was noted that the interior of the original pack found the batteries leaked electrolyte inside the pack diligence is complete.